Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion located in the mid-proximal rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during advancement of the device. Excessive force was not used during delivery. It was reported that the stent was advanced to the lesion but could not cross, while attempting to remove the stent it dislodged in the proximal rca. The dislodged stent was deployed using its own delivery system in the proximal rca as it could not be removed from the artery. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the aware date was incorrectly reported in rr 9612164-2018-03335. The correct aware date is the 14 mar 2019. If information is provided in the future, a supplemental report will be issued.